Event description:
Covidien, formerly tyco healthcare received a report from a biomedical engineer that the unit locked up while being used on a patient in the post-op department. There was no patient harm reported.

Manufacturer narrative:
Customer has opted to not return the unit in for evaluation. If additional info is made available, a supplemental report will be submitted.